Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. The defect was further described as leak coming from the top central edge of the bag just below where the opening utilized to hang an exactamix bag is located. This issue was identified during setup and preparation prior to patient use; further described as identified ¿inside the buffer room during sterile compounding sterile operations¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from october 24, 2020 - october 26, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a large single tear across the front side top seam of the bag under the hanger hole. Functional testing was performed with tap water which revealed a leak from the affected area. The reported condition was verified. The cause of the tear could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.